Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant indicated that a patient experiencing acute myocardial infarction and cardiogenic shock was fitted with an impella cp device to provide mechanical circulatory support. On the second day of support, the pump dislodged; however, it was successfully repositioned across the valve into the left ventricle (lv). There were no adverse effects observed from the pump being situated in the aorta. Furthermore, there was an occurrence of arrhythmia during the support, which was addressed through medical management. It is noted that no defibrillation was performed.